Event description:
Dexcom was made aware on 05/30/2024, that on 05/29/2024 the patient experienced a skin reaction. The sensor was inserted into the thigh, which is off-label usage of the device, on 05/22/2024. It was reported that the patient experienced a skin reaction with redness and inflammation extending beyond the patch perimeter which occurred 7 days after the sensor had been inserted into the thigh. The skin was prepped with alcohol prior to sensor insertion. The patient was prescribed oral bactrim for the skin reaction. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).